Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of blocked slider is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "delivery system jammed" during implantation in unknown eye. Surgery was completed with backup device. No eye injury reported.